Event description:
Information was received from a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient cannot see very well. It is unknown what troubleshooting or actions were performed related to the issue, or what the outcome of the event was. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said the inability to see very well was entirely unrelated to them. No further patient complications have been reported as a result of this event.